Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Revision to fields b5 describe event or problem, f10 device codes (2) and h6 device codes (2). This supplemental report has been created to capture additional information and information correction. This supplemental correction report was created to capture the additional information received which indicates that the physician was seen to have cut into the lead during catheter cutting which caused the noise. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that the lead was sent back but there was no tracking number. Also, this lead was not successfully implanted due to noise on the lv electrogram. Furthermore, the physician was seen to have cut into the lead during catheter cutting which caused the noise.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that the lead was sent back but there was no tracking number. Also, this lead was not successfully implanted due to noise on the lv electrogram.